Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, as part of the manufacturing process the units go through balloon and winding inspection process. Additionally, a product risk assessment was generated earlier.

Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of inflation difficulty was confirmed. Balloon was found to be ruptured at central area. Balloon edges did not match at the ruptured region. Through lumen was patent without any leakage or occlusion. No other visible damage was observed from the catheter body and windings. The instructions for use were reviewed and state that balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures, and to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing this fogarty catheter, a saline leakage from the balloon was noticed. The issue could be solved replacing with a new unit. There was no allegation of patient injury. The device was received for evaluation, the balloon was found ruptured and the balloon edges did not match at the ruptured region.